Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low flow alarms; however, a specific cause for the alarms could not be determined. Furthermore, the reported damage to the patient's driveline could not be confirmed as no photographs were provided for review. The submitted log file contains events from (B)(6) 2023 though (B)(6) 2023 and captured persistent low flow alarms on (B)(6) 2023. The low flow alarms appeared to resolve by the end of the file. Of note, no interruptions in pump function were observed and the pump appeared to operate as intended. The account communicated that the hospital would not provide any further information due to patient privacy. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction,¿ addresses all pump parameters, including pump flow, and describes situations which may result in a low flow hazard alarm such as changes in patient conditions. This document explains that pump flow is estimated from pump power and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Sections 6 and 8 of the heartmate ii IFU, as well as sections 4 and 6 of the heartmate ii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low flow alarms until switched to batteries. They attempted to switch back to the power base unit but the alarms reoccurred. There were a few kinks noted in the driveline. The patient was put on an ungrounded cable and the alarms continued. The log files captured multiple sustained low flow alarms.